Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was total loss of capture on the right ventricular lead, along with far field p-wave oversensing. Asystolic episodes were also noted. The patient further reported that "something is wrong with one of my leads". The lead was replaced. No further patient complications have been reported as a result of this event.